Event description:
Additional information received from the consumer reported that the patient¿s prior 2 implants were replaced due to the leads coming off and the device stopped working. All of the units had been sent back to the manufacturer by the manufacturer representative. The indication for use for this patient was other.

Event description:
Additional information received reported that the device was replaced on (B)(6) 2013 and the patient was "easily programmed" and felt the new device was "better." No further information was reported.

Event description:
Additional information received reported the implantable neurostimulator (ins) was not on all of the time. It was stated the patient had the ins on at .6v. Four days later, it was reported the patient had fell and that was the point the ins stopped working. The ins was set to be replaced on (B)(6), 2013. The lead was also stated be 'possibly' replaced at the same time. Additional information has been requested, a second follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer noted the stimulator malfunctioned. They found out it was not working in (B)(6)-2012. The doctor was just as confused as the patient as to why the lead was disconnected. The lead became disconnected from the implantable neurostimulator (ins). There was no fall or trauma related to this issue. The patient could feel the device moving inside her after the disconnection. It was unknown what trouble shooting was performed related to the shocking sensation/ device malfunction.

Manufacturer narrative:
Correction: additional review indicated the device had not yet been returned. The note about pending analysis previously submitted was added in error.

Event description:
Additional information received reported the device "failed" or "stopped working completely" six months after implant. The device lasted less than a year. It was stated that they could "not get anything to work on it."

Manufacturer narrative:
Product ID 3889-33, lot# v645573, implanted: 2011-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received later patient could not feel stimulation at all but her battery had depleted and had it replaced.

Event description:
On (B)(6)-2012, it was reported that an implantable neurostimulator had not worked 3 weeks prior to the report. About 2 weeks prior, there was no response from the implant at an appointment with a healthcare professional (hcp) and a company representative. X-ray evaluation showed that the "wires were connected." It was stated that there was supposed to be a surgery scheduled for the day of the report but it was canceled "due to insurance." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).